Event description:
It was reported that 3 as lvp 20d had air in the line during use. The following was reported by the initial reporter: "it was reported that there was continuous air in the lines. Verbatim: "patient has PICC line that continuously has air in line, from the start of my shift to the end I had to continuously make sure the air in the lines traveled back up to the chamber. Patient has double lumen PICC with tpn split and lipids running. All three lines present with air in line past the pump at least once every hour. I spend the entirety of my shift making sure the lines aren't accumulating air. The air bubbles are large and are not microscopic, this issue has happened with this specific PICC line everyday on each shift. Pump was last changed out on (B)(6) 2020."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there was continuous air in the lines. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20066548 was performed. The search showed that a total of 11,523 units in 1 lot number was built on 19jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10942011 lot number 20066347 was performed. The search showed that a total of 11,523 units in 1 lot number was built on 15jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20066548, medical device expiration date: 2023-06-18, device manufacture date: 2020-06-17. Medical device lot #: 20066347, medical device expiration date: 2023-06-14, device manufacture date: 2020-06-13. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 3 as lvp 20d had air in the line during use. The following was reported by the initial reporter: "it was reported that there was continuous air in the lines. Verbatim: "patient has PICC line that continuously has air in line, from the start of my shift to the end I had to continuously make sure the air in the lines traveled back up to the chamber. Patient has double lumen PICC with tpn split and lipids running. All three lines present with air in line past the pump at least once every hour. I spend the entirety of my shift making sure the lines aren't accumulating air. The air bubbles are large and are not microscopic, this issue has happened with this specific PICC line everyday on each shift. Pump was last changed out on (B)(6) 2020."